Event description:
This case was reported by a consumer and described the occurrence of throat polyp in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) for dentures. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started double salt dental adhesive cream. At an unknown time after starting double salt dental adhesive cream, the patient experienced throat polyp, raw mouth, raw gums, gingival bleeding, mouth film, choking sensation, bleeding throat and product complaint. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the events at the time of reporting, the events of bleeding in back of throat and chocking sensation had resolved while the events of polyps in throat, raw mouth, raw gums, bleeding gums, and film in mouth were unresolved. Consumer described choking sensation occurs when she puts her head back. Consumer stated that she has bled more than a tablespoon.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).